Event description:
During the evaluation of the device by the philips field service engineer, it was noted the heartstart mrx failed to power up. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.